Manufacturer narrative:
The technician replaced the control board to repair the bed.

Event description:
Info received indicates the bed has no functions due to signs of fluid ingress on the control board.